Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep repaired the monoblock and the x-ray tube. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would only display white images on the monitor. No pt injury was reported.